Manufacturer narrative:
Sections with additional information as of 27-jan-2021: h3: device evaluated by the manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found: e-7 error code. Returned product was forwarded to r&d meter for root cause. R&d investigation has been completed and root cause selected. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 384, 326, 307, 303 and 320 mg/dl. Customer stated these high results started within the past two weeks. The customer¿s expected fasting blood glucose test result range is 150-220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 271 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/15/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).